Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had recurring insulin flow blocked alarms. The customer stated that the tubing was not bent or kinked. The customer stated that they had tried all remedies. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case. (B)(4).